Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14567. The initial MDR with manufacturing report number (3003442380-2025-14567), was submitted on 03-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 18-sep-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010385, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "reportable", "lot number" criteria equal "6010385". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. No further statistical trending analysis is required. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 9 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010385 was manufactured according to the wi version 20 manufactured in multivac m14 on 18-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 8.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient first went to emergency department and was subsequently hospitalized on (B)(6) 2025 due to high blood glucose. The patient's highest blood glucose level was more than 599 mg/dl. During hospitalization, the patient was treated with IV and fluids of saline and insulin. The patient was released from the hospital after three hours of stay. No further information available.